Event description:
It was reported that this was a venotomy closure of a common femoral vein using a proglide after a diagnostic procedure, with a 7fr sheath. Reportedly, the suture was cut after deployment, but as the device was being withdrawn from the groin, it was evident that it hadn't taken, as the knot was clearly visible. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Date estimated. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported malposition was confirmed based on the suture remaining in the suture bearing. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Return observations indicate that needle deployment was successful and suggests that the artery was friable such that the suture was pulled out with the device during retraction which resulted in the observed suture remaining in the suture bearing. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.